Event description:
Customer was experiencing low blood glucose symptoms and tested blood glucose and received a result of 125mg/dl. The customer called the ambulance and was taken to hosp. At the hosp a blood glucose result of 35mg/dl was received. The customer believes they were given an IV. No controls were in use. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.